Manufacturer narrative:
Initial reporter phone: (B)(6). The investigational analysis has been completed on 3-aug-2021. According to pictures provided by customer, the electrode #5 was observed black and noise was observed on ECG signals. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the stsf catheter. The "black material" mentioned by the customer was not found in the catheter. The material could disappear during decontamination process prior to arriving at the analysis laboratory. A root cause cannot be determined with the current evidence, but the complaint can be confirmed, since the black material issue was observed prior to the decontamination process. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. As part of bwis quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device [30499431m] number, and no internal actions related to the reported complaint condition were identified to minimize ECG noise, the following guidelines should be followed. ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2021-01358 for product code d134701 (thermocool¿ smart touch¿ sf uni-directional navigation catheter).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two thermocool¿ smart touch¿ sf uni-directional navigation catheters (stsf) and issues with foreign material on usable length of the catheter occurred. Initially, it was reported that at ablation 3ablation, an ablation catheter noise occurred and the stsf catheter was replaced. When it was changed, it was noticed that the fifth pole was burned. The catheter was replaced, and the procedure was continued. After pulmonary vein isolation (pvi), superior vena cava (svc) ended, when the catheter was removed for the second time, fifth pole was observed as burned as well. The catheter was replaced and the procedure was completed without patient consequence. On 21-jul-2021, clarification was received that this is not an issue with char or thrombus but an issue with foreign material on usable length of the catheter. The awareness date for this reportable product malfunction is 21-jul-2021. Char or clot was not identified. There was no physical damage to the fifth pole.